Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error 40 during rewind. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The pump was received with a open book / critical pump error after battery installation and a pump error was found in the alarm history file due to a software error. The pump was received with minor scratches on the lcd window and case.